Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device sample was received in unused condition, in a plastic bag. Four pictures were also received. During visual inspection of the device, no discrepancies were found in the device. During functional testing, the device has liquid leakage. The complaint was confirmed. The root cause was not identified. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that when the chemical solution was injected, the chemical solution did not enter, and the liquid leaked. There was no patient harm/adverse event reported.